Event description:
The customer reported that cell #10 of biotestcell-i11 seemed to be le(b) negative although the antigen profile sheet lists it as le(a-b+). We did not receive the supposedly defective product. Therefore our quality control laboratory had tested the retained sample of biotestcell-i11 and this testing confirmed the customer´s result. Further testings confirmed that the affected cell #10 is le(a-b-). Because of the mistyping of cell#10 a risk analysis was performed. The result of this risk analysis was that there is no risk for users of biotestcell-i11: biotestcell-i11 is used for the identification of unexpected antibodies. The antibody le(b) has no clinical significance. Anti-le(b) does not cause a transfusion reaction. In addition to the affected cell #10 there are more le(b) positive cells documented in the antigen profile sheet of biotestcell-i11. Therefore an identification of an anti-le(b) is possible despite the failure in the antigen profile sheet. Due to the confirmed complaint further actions were initiated.

Manufacturer narrative:
This is our combined initial and final report on this incident.